Manufacturer narrative:
Results: foot board.

Event description:
It was reported by service report that the footboard was cracked. It is unknown if there was patient involvement or if there were adverse consequences to report.